Event description:
It was reported that an attempt was made to use two ps sc-018-150 trailblazer devices to treat a calcified lesion in the mid anterior tibial artery. Degree of tortuosity was moderate. Degree of calcification was severe. Lesion stenosis was 70%. Vessel was pre-dil ated. During the insertion process, the catheters broke. Due to the patient's advanced age, surgical removal of the catheters was not feasible, so the catheters were left remaining inside the body, and the surgery was concluded in this state. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.